Event description:
Prior to clinical use, the physician was attempting to reshape the agility wire using a needle, but it stretched at the distal tip segment. Based on a newly defined product similarity, this complaint file was reviewed. Based on this newly defined product similarity, this file has been determined to be reportable.

Manufacturer narrative:
The guidewire was received inside the dispenser tube. The distal tip section was found to contain multiple bend-type kinked areas. At 3.5 cm proximal to the distal tip, the coilwire was found to be slighty stretched. A stretched condition of the coil-wraps and multiple bend-type kinks were confirmed. The exact cause of this damage was not determined, although it is stated in the event description that it occurred during shaping with a needle controls are in place to detect and prevent damaged/kinked products from leaving the facility. Router review indicated that the product was final inspection tested and was determined to be acceptable. The stretched agility wire was caused by the procedural technique of reshaping using a needle. Per the IFU, guidewires are delicate instruments and should be handled carefully, special care should be taken when shaping the guidewire tip in order to prevent damage.